Event description:
It was reported that the patient underwent a revision procedure 2 years and 5 months post implantation due to dislocation. At the time of the surgery, the dual mobility liner was off head and bearing. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 650-1055, item name: cer bioloxd option hd 28mm, lot #: 3050659. G2: foreign: japan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the bearing with some nicks and gouges around the rim. Without product return, further evaluation is not possible. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.